Manufacturer narrative:
Results: the sample was not available for analysis. A review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Conclusion: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. The endotoxin testing performed on this lot was reviewed and no issues were found. The report shows that the endotoxin concentration was well within the spec limits for this product. (B)(4). Date submitted: 12/09/2010.

Event description:
Following insertion, the pt started to complain of not feeling well. He felt light headed, developed nausea, shortness of breath and tightness in his chest. His symptoms were unrelieved benadryl 50, solu-cortef 125 and zofran 4. He was transferred to the hosp by ambulance where the symptoms continued and he developed a rash. The pt denies latex allergy and is not of consequence since it is not a latex product. There were no other allergens in the room. The hosp uses alcohol wipes for cleaning and nothing is sprayed, the insertion site was cleaned with alcohol.